Manufacturer narrative:
The technician found the right head brake caster is the cause. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. The technician replaced the right head brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the brake set but will not hold at the head end of the bed. The bed is located in the bed shop of the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).